Event description:
It was reported the device was reached eri (elective replacement indicator) and was explanted after exhibiting intermittent loss of ventricular capture. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The device manufacturing date cannot be determined.